Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 576 mg/dl. A bolus was attempted to be delivered to address bg; however, the infusion set cannula was found to be bent and was reported as cause of elevated bg. Customer was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Insulin injections were administered; elevated bg was resolved. Customer was discharged the next day with no permanent injury. The type of infusion set used was not reported.